Event description:
Information was received indicating that a smiths medical cadd legacy pump was under infusing by -14.60%. There was no patient present during the event. The issue occurred during testing. There were no adverse events reported.

Manufacturer narrative:
Evaluation results: one cadd legacy 1 pump was returned for investigation in used condition. A review of the event history log did not show any evidence of the reported product problem (failed accuracy of -14.60%). The investigator performed three separate delivery accuracy tests. The customer's concern regarding the failed accuracy was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. No fault was found with the device. A root cause was not established. The investigator did note however that there was some fluid ingressions on the pump by the chassis base of the expulsor. This had the potential to cause damage to the gasket. The expulsor assembly was therefore replaced.